Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope displayed e315 error (does not recognize the scope connection). There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. It was noted, error e315 and the device did not recognize scope connections. During evaluation it was noted; the curved rubber adhesive was missing and had cracked/damaged parts, the angle knob was noted to be out of the normal state due to the extension of the angle wire, leakage was found on the universal cord, scratches were noted on the universal cord due to external factors, and leakage was observed on the scope connector. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the defect of image sensor unit or failure of internal board of scope connector or the system. Olympus will continue to monitor field performance for this device.